Manufacturer narrative:
The manufacturer previously reported receiving information alleged a malfunction of a ventilator¿s fio2 sensor was not working. There was no harm or injury reported. The ventilator was not returned to the manufacturer for evaluation and the customer is taking responsibility to correct/repair the device. The device needs to be recalibrated to address the issue. Section e: initial reporter country missing in the previous report, has been updated or corrected in this report.

Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Event description:
The manufacturer received information alleging a malfunction of a ventilator¿s fio2 sensor was not working. There was no harm or injury reported. The ventilator was not returned to the manufacturer for evaluation and the customer is taking responsibility to correct/repair the device. The device needs to be recalibrated to address the issue.